Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the right ventricular (rv) lead exhibited high thresholds, variable thresholds and a possible dislodgement. It was further reported the right atrial (ra) lead exhibited a low lead impedance warning. Both leads remain in use. No patient complications have been reported as a result of this event.